Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in the calcified mid left anterior descending artery (lad). A guide wire crossed the lesion and pre-dilatation was performed with a trek 1.2 x 12 mm balloon, followed by a trek 2.0 x 15 mm balloon. The xience xpedition 2.5 x 28 mm stent was deployed at nominal pressure. However a dissection was noted at the proximal part of the stent. To treat the dissection, a xience xpedition 3.0 x 23 mm stent was implanted overlapping the first stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent systems, instructions for use, as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.